Event description:
As reported by the user facility: customer reported machine pulled too much weight from patient. Customer reported machine pulled too much weight from patient. Customer ran two patients on machine. 1. First patient came off treatment 1 kilo under dry weight and had cramping. 2. The second patient came off treatment 2 kilos under dry weight had cramping and vomiting. Both patients were given saline and left the facility on their own. The machine has been removed from the dialysis floor and is being looked at by their technician. A trend file was provided by the facility.

Manufacturer narrative:
Customer technician, per advice from braun technical service, adjusted throttle valves and replaced uf pump without satisfactory results. The machine is not in use at this time. A b. Braun technician will be sent to service the machine. The trend file provided by the facility was sent to the actual manufacturer, bmt, (b. Braun medizintechnologies gmbh) for investigation. If bmt's evaluation reveals any additional information, a follow-up report will be filed.